Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes and crosstalk. The episodes were occurring after the atrial paced events. Programming changes were discussed. No changes were made. The patient was stable post event.